Event description:
It was reported that during use of this shaver blade in a shoulder arthroscopy, metal shavings were observed. It is unk if all metal shavings were retrieved. To date, there is no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: to date, the product has not been received for evaluation. A follow-up report will be filed once the product is received and an evaluation is completed.